Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on restart status for a day. A field service engineer (fse) remotely terminated the windows updates, logged into the support account successfully, rebooted the station and confirmed that the system was stuck on restarting screen, reimaged the station, reconfigured the station and performed a data synchronization to resolve the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the cs-2 unit became stuck at 7% during an update after rebooting and did not progress further. Multiple reboot attempts were made; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.